Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump. The event date was (B)(6) 2000. The patient stated that the drug pump that went into the stomach never worked. Reportedly a manufacturer¿s employee told the patient that when they put in the pain pump a manufacturers representative(rep) has to be there and a rep was not there. Per the patient, the pump never worked because the doctor tried to send it all the way up to her trigeminal nerve when it only had to go right to where it can be used, right in the digestive system. Reportedly patient stated "it was something that wouldn't have even started to help with the trigeminal pain but it was some narcotic. This was not an out of box failure. The outcome to this event was that patient had the pump explanted, patient also added that her pump doctor felt there would be some legality over the pump as patient ended up in hospice almost dead. In a conflicting report, at least a rep was there for her pump implant. No further complications were anticipated/reported.